Manufacturer narrative:
Investigation results: device analysis findings: the stent was implanted and the stent delivery system will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the event description. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue or design issue which could have caused the complaint. Based on this event review and details provided it was not possible to determine whether procedural technique, patient anatomy or another factor may have contributed to the reported damage. As a result, a definitive cause cannot be confirmed based on the available information.

Event description:
It was reported that balloon rupture occurred. A 3.50 x 20mm synergy xd drug-eluting stent (des) was deployed. During deployment, the balloon was initially inflated at low pressure; however, the balloon ruptured. A non-compliant balloon was then used to optimize the stent. The device was removed successfully with no fragments left in the patient. The procedure was completed using an alternate device. No patient complications were reported, and the patient made a full recovery.

Event description:
It was reported that balloon rupture occurred. A 3.50 x 20mm synergy xd drug-eluting stent (des) was deployed. During deployment, the balloon was initially inflated at low pressure; however, the balloon ruptured. A non-compliant balloon was then used to optimize the stent. The device was removed successfully with no fragments left in the patient. The procedure was completed using an alternate device. No patient complications were reported, and the patient made a full recovery.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.